Manufacturer narrative:
The insulin pump was received with critical pump error (open book image) alarm and pump error alarm is found in the formatted history file due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection. No moisture damage found on the keypad assembly. The pump was received with scratched case, case cracked behind the pump at the corner of the belt clip slot, cracked battery tube threads, cracked retainer, pillowing keypad overlay, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damage. The customer¿s blood glucose level was unknown. Customer stated that the long crack beginning from the top of the pump and all along the length of battery tube. The insulin pump will be returned for analysis.